Event description:
It was reported that in 2005 the pt has a s2 femoral nail with 2 locking screws proximal and 2 locking screws distally implanted. The surgeon further reported that the nail broke and was revised 3 months later using a 12x380mm nail and 2 locking screws proximally.